Event description:
It was reported that an ilet user experienced a drop in blood glucose to the mid-70s mg/dl after a brief spike earlier in the day, with automated corrections perceived as aggressive; the user consumed oral glucose (juice) following a low alert and glucose then stabilized, and no hospitalization occurred. Symptoms included low glucose consistent with hypoglycemia. Outcomes included the need for an unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and spouse and analysis of information provided by them. Investigation of this case revealed no specific device-related findings, with insufficient information to establish a medical device problem or to attribute the event to a defined device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.